Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir anomaly and high blood glucose levels. Customer¿s blood glucose level was 600 mg/dl. Customer experienced shortness of breath, abdominal pain, shortness of breath and treated their high blood glucose via manual injection. Troubleshooting for no delivery alarm was performed. Customer received the alarm twice and insulin did not exit. Customer advised they had to use a new reservoir and infusion set because the insulin did not exit the tubing.